Event description:
Actually I forgot exactly, what has been said to me, because I repared this c6 and did not have time to fill cer and rga at the time... It was showing some faults and technical event 233004 and it did not pass the binary valve test.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in servicing. The root cause was determined to be defect soldering joint on the pressure sensor assembly (msp160870), which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.